Event description:
The customer reported a failure to power up during a pt event. The involved pt died. The date of death is unk at this time. The customer stated that the device did not play role in the pt's outcome.

Manufacturer narrative:
The customer reported a failure to power up during a pt event. The involved pt died. The date of death is unk at this time. The customer stated that the device did not play a role in the pt's outcome. The issue was further clarified by a philips field service engineer that while in battery mode, with battery level indicator full, the defibrillator didn't power up correctly and would continuously reboot. The involved battery was replaced with a new battery the symptom no longer occurred. The field service engineer reported that the involved battery was over 3 years old. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event. (B)(4).